Manufacturer narrative:
Exact date unknown, event occurred a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was kept by the medical facility.